Event description:
Customer reported an altitude alarm issue with their insulin pump, which caused the suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Initially unable to troubleshoot due to being in transit, the customer later attempted to resolve the problem by following technical support's instructions to clean the speaker holes and load a new cartridge. Despite these efforts, the altitude alarm persisted. Technical support decided to send a replacement pump and cartridge, and the customer temporarily switched to a loaner pump.